Manufacturer narrative:
Medical device: model number: 72400098, lot number: 512606001, model description: control pump fgs. Model number: 72400024, lot number: 525249010, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted because the patient was no longer completely dry due to atrophy of the urethra. The patient began experiencing recurrence of his incontinence slowly over several months leading up to the removal and replacement surgery. There were no device malfunctions present. The patient just at atrophy of the urethra so the cuff was no longer tight enough to hold back the urine. A new aus device consisting of a 3.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. There were no further patient complications.